Manufacturer narrative:
Additional information received on 3.28.2022 during investigation identified this as a 3rd item utilized in this surgery.

Event description:
The surgeon had difficulty during a surgery connecting the removal instrument to the implant which contained bony ingrowth.